Event description:
It was reported that a vns pt, who is currently incarcerated, had experienced an increase in seizures after being beaten by one of the correctional facilities guards. The pt's mother indicated that she suspected that the pt's device may have been damaged during the beating, but that the pt had not seen a treating vns therapy physician for several years and that it was unk whether he would be able to follow up with his physician at this time. Follow up with the pt most current treating vns therapy physician revealed that the site had not been contacted regarding a follow up visit.